Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: during the implantation of a 5mm x 150mm x120cm smart flex vascular ses (self-expanding stent) delivery system, it was partially released in the popliteal artery and there was a remainder of the stent in the shaft despite the complete insertion of the ¿stent release mechanism¿. The partially released stent was then pulled into a 6f sheath (unknown) and was completely removed from the patient. During device analysis, it was noted that the outer shaft was separated. The patient has an unobstructed vessel and is secured with a non-cordis stent. The target lesion was one hundred percent (100%) occluded with moderate calcification. The target lesion vessel diameter is 5-6mm with a length 100-110 mm. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel. The lesion was pre-dilated with a 5x200 mm competitor's balloon reducing the stenosis to thirty percent (30%). The product was stored, handled, inspected and prepped according to the instructions for use (IFU) with nothing unusual noted about the stent delivery system prior to use. A 6f cordis sheath was used. The sds was delivered ipsilateral. The sds did not pass through an acute bends or any previously placed stents. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. There was no reported patient injury. The device was returned for analysis. A non-sterile unit of ¿smart flex 5x150 vas 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked and was laid flat on a tray to proceed with the product evaluation. The unit is partially deployed, and the stent proximal section end is still mounted on the device. The hemostasis valve was received close tighten. A kinked/bent condition is present located approximately at 127 cm from the distal tip. Also, an outer sheath separation from the hub was observed. No other damages or anomalies were observed on the returned device. Per functional analysis, deployment test was performed to determine if the stent can be deployed as expected. The hemostasis valve was unlocked from the stent delivery system. The stent deployment functionality test was initiate by retracting the outer sheath while holding the inner shaft in a fixed position. However, the separation present on the outer shaft did not allowed the normal function of the device. The tests could not be performed properly. Microscopic analysis results showed that the separation area between the hub and the outer shaft of the smart flex 5x150 vas 120 cm unit presented evidence of a flared condition on the outer shaft material. The flared condition of the outer shaft might be a sign that the unit was induced to a pulling event prior to the hub ¿ outer shaft separation. No other characteristics or anomalies were observed during the microscopic analysis. A product history record (phr) review of lot 227163 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. The reported ¿stent delivery system (sds)-ses ~ deployment difficulty - partial deployment¿ and ¿outer sheath~ separated¿ was confirmed. The returned unit presents a partial deployment condition, caused by the outer sheath separation. The unit presented evidence of a flared condition on the outer shaft material. The flared condition of the outer shaft might be a sign that the unit was induced to a pulling event prior to the hub ¿ outer shaft separation. Exact cause of these anomalies could not be conclusively determined during the analysis. However, it is probable that procedural or handling factors such as the user¿s interaction with the device during use as well as vessel characteristics of a moderate calcified 30 % occluded lesion may have contributed to the reported events. Additionally, when the operator was tracking the device to the target lesion the patient¿s anatomy and vessel characteristics may have caused the reported kink bent condition identified approximately at 127 cm from the distal tip. This may have caused resistance which prompted the user to apply force on the device causing the flared condition of the outer shaft resulting in the outer shaft separating. According to the instructions for use (IFU) ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to the stent or lumen. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prior to stent deployment, remove all slack from the catheter delivery system.¿ neither the phr review nor the product analysis suggests that the reported conditions could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
During the implantation of a 5mm x 150mm x120cm smart flex vascular ses (self-expanding stent) delivery system, it was partially released in the popliteal artery and there was a remainder of the stent in the shaft despite the complete insertion of the ¿stent release mechanism¿. The partially released stent was then pulled into a 6f sheath (unknown) and was completely removed from the patient. During pal analyst, it was noted that the outer shaft was separated. The patient has an unobstructed vessel and is secured with a non-cordis stent. There was no reported patient injury. The target lesion was one hundred percent (100%) occluded with moderate calcification. The target lesion vessel diameter is 5-6mm with a length 100-110 mm. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel. The lesion was pre-dilated with a 5x200 mm competitor's balloon reducing the stenosis to thirty percent (30%). The product was stored, handled, inspected and prepped according to the instructions for use (IFU) with nothing unusual noted about the stent delivery system prior to use. A 6f cordis sheath was used. The sds was delivered ipsilateral. The sds did not pass through an acute bends or any previously placed stents. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The device will be returned for evaluation. No other information was provided.

Manufacturer narrative:
This report was generated in error and due to the system limitation a regulatory reports were had to be submitted. There were no changes made nor additional information received.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3, h6, and h10 a review of the manufacturing documentation associated with lot 227163 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the implantation of a 5mm x 150mm x120cm smart flex vascular ses (self-expanding stent) delivery system, it was partially released in the popliteal artery and there was a remainder of the stent in the shaft despite the complete insertion of the ¿stent release mechanism¿. The partially released stent was then pulled into a 6f sheath (unknown) and was completely removed from the patient. The patient has an unobstructed vessel and is secured with a non-cordis stent. There was no reported patient injury. The target lesion was one hundred percent (100%) occluded with moderate calcification. The target lesion vessel diameter is 5-6mm with a length 100-110 mm. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel. The lesion was pre-dilated with a 5x200 mm competitor's balloon reducing the stenosis to thirty percent (30%). The product was stored, handled, inspected and prepped according to the instructions for use (IFU) with nothing unusual noted about the stent delivery system prior to use. A 6f cordis sheath was used. The sds was delivered ipsilateral. The sds did not pass through an acute bends or any previously placed stents. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The device will be returned for evaluation. No other information was provided.